Event description:
On (B)(6) 2010, at (B)(6) hospitals of (B)(6), a routine cardiac arrest procedure was performed. A skintact defibrillation electrode (model df27n) and a philips defibrillator fr2+ were used. The patient was overweight. The skin type of the patient was described as "no hair and slightly sweaty." The skin was neither cleaned nor dried. The user stated the defibrillator could not recognize the defibrillation electrodes as being applied to the patient. The electrode set was removed and another applied. With this set the procedure could be performed without problem. As a consequence, there was a delay in identifying what cardiac arrest rhythm the patient was in. It was reported that no injury has occurred. No deterioration of the patient's health as a result of this delay has been reported to us. The user reported that one of the two pads from the initial electrode set looked damaged.

Manufacturer narrative:
The involved electrode set was returned, one pad stuck with its gel to foam back of the other. They were wrapped in the opened original pouch. The gel had dried severely when received. The involved product was tested electrically with a circuit analyzer. The metal components of the product (metal film, cable, film/cable connection) were intact and showed no electrical deviation. The gel was no longer in a state to be tested. Only the first three digits of the lot number were readable. They encode the year and month of production. Our records show four product lots for that month. The retained samples of these four lots have been inspected visually and also tested electrically with a circuit analyzer. They performed within specification. Upon separating the two electrodes from each other, a patch of foreign material of 7x4 mm was found stuck to the gel of one pad. It appears to be either skin or a crust lifted off skin. In addition, the gel of this pad was mechanically damaged nd some foam residues were stuck to it. The foreign material probably came from the patient. The gel drying can be a consequence of not being kept in a sealed pouch. The mechanical damages of the gel and the foam residues have resulted from the pads having been stuck together, which can be concluded from examining the foam surface of the second pad. We were not able to determine, if there was any damage before use, what exactly the user considered as "looking damaged" upon removing it from the patient and whether such a damage could have resulted from removing the pad from the body of the patient. We were not able to reproduce the reported problem.